Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2014 with the following findings: keypad is cut and torn on ok button. Down and up keys are not working, ok, contrast keys are working. Removed the keypad and found contamination under the all key contacts. Unrelated to the complaint, the display is dim and pink and the display lens leaks, but no evidence of moisture seen inside all internal pump.